Event description:
It is reported that small particle debris was noticed on the implant and in the sterile plastic package. The surgeon requested a new implant.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 35000a. This report will be amended when our investigation is complete.